Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: a leak occurred at the site of the anastomosis 24 hours post-operatively. Sutures were placed at the site of the leak. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.